Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a mechanical problem and high atrial impedance measurements.~~~~~~~~~